Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Additional information was received indicating that the drill bit was broken through the drill shaft.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle drill bit broke into two pieces during surgery. Break occurred during screw fixation preparation. All pieces were retrieved. Surgical delay of 30 seconds experienced.